Event description:
Customer reported, "a physician in the clinic has recently developed a rash across the cheeks at about the lip line" while wearing a surgical mask. It was reported that the physician treated himself with a depomedrol injection and cortisone cream.